Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded. The patient was diagnosed with lung cancer, sinus infections, and had fluid drained off of lungs. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded. The patient was diagnosed with lung cancer, sinus infections, and had fluid drained off of lungs. The patient did receive medical intervention in the form of hospitalization. B2 was not marked in the previously submitted report. It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded. The patient was diagnosed with lung cancer, sinus infections, and had fluid drained off of lungs. The patient did receive medical intervention in the form of hospitalization.   The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, could not confirm the any evidence of foreign black particulates external to the device inside of it or in the bacteria filter at the outlet port. Found dust particles on/in blower bellows, impeller blades but, transition tube, flow path assembly, and no black particulates/evidence in the bacteria filter after testing the device at bench. All contamination found inside the device appears to be of foreign matter external to the device: dirt, dust, and grim throughout flow path. This foreign contamination is seen inside the transition tubing and clear flow path tubing on through to the outlet port. The manufacturer concludes, cannot confirm any evidence of foam degeneration or contamination. Faults or errors contained within the logs support sensor board contamination all other device functionality appearing as no problem found (npf). Sensor board failure because of sensor contamination mt-1, mt-3, and possible contamination in all sensors.